Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for white residues on the air/water channel on both sides. The most probable cause of no image/image blackout is likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residues on the air/water channel both sides, no image and image blackout. There was no patient involvement.